Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer also stated that screen of the insulin pump gone blank and then they rewind and redo everything to get it work back. Customer also stated that insulin pump gave low battery alarm and then they put a new battery. Customer reports they were able to clear the alarm and able to complete the insulin pump rewind. Customer also stated that they received another insulin pump error alarm after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No unexpected off no power alarm or unexpected charge/battery anomaly were noted. Device passed a21 error test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).